Event description:
He customer reported the endoeye flex deflectable videoscope¿had left upper haze¿. The issue was found during installation. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. Additionally, scratches were observed on the metal tip part. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is stress and component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.